Event description:
The customer contacted spacelabs healthcare technical support to report that while monitoring a patient, a qube bedside monitor experienced an unknown power issue and the module would no longer load parameters to continue patient monitoring. No patient or user harm was reported in association with the event. The customer reported that other devices used in the same room have experienced similar issues. The other devices that experienced the same issue were sent to spacelabs healthcare for depot repair and it was determined that the command modules had the same two blown capacitors (c410 and c420). The customer was advised to troubleshoot possible power issues in the room where the devices experienced the issue. Several attempts have been made to gather additional information regarding the power source in the room. At this time no further information is known due to lack of response provided by the customer. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.